Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger was resetting. The charger exhibited a failure at pld component u1003 and pxa component u104 on the computer/analog pca. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a patient's battery charger was resetting.